Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that there is a problem with measurement of ECG or blood pressure intermittently. The scanning speed (sweep speed) as well as the heart rate calculated as a function of the ECG were incorrect. There was no reported patient impact / injury.